Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "zero & 1 key not working intermittently" which was reproduced during the keypad test when a delayed keypad response was experienced. The cause was determined to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the zero and one keys are not working intermittently. There was no patient injury or medical intervention associated with this event. No additional information is available.